Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient fell on right shoulder approximately 1 year ago following reverse tsa. It was also reported that there was a loosening of the stem at the bone to cement interface. Depuy cement was used. Doi: (B)(6) 2016; dor: (B)(6) 2018. Right shoulder.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.